Manufacturer narrative:
The technician replaced the casters to repair the bed.

Event description:
Information received indicates all of the casters continue to swivel after the brake is set but the caster wheels do not roll.